Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 5.0 device for mechanical circulatory support. While on support, the cardiac surgeon instructed to stop the impella due to the risk of the chordae tendineae being sucked in by the impella during dislocation during coronary artery bypass graft. The patent was weaned and the device was explanted successfully.